Event description:
The customer reported that following a diagnostic catheterization procedure in 2001, a vasoseal es was deployed. Following deployment, the pulses in the right foot changed from palpable prior to the catheterization to doppler following deployment. The pt was discharged from the hosp but reported disabling claudication. Noninvasive vascular testing was performed in the physician's office which demonstrates a significant change on the right side which had previously been normal one year ago. The pt was admitted to the hosp 19 days after the previous procedure for an angiogram which revealed a high-grade stenosis and reocclusion of the right femoral artery. A thromboendarterectomy with a right vein patch angioplasty was performed. The surgeon noted that a significant portion of the vasoseal was within the lumen of the artery and a small intimal flap was also noted. Distal pulses were palable bilaterally following surgery and the pt was discharged. No further complications were reported.